Event description:
It was reported that during a lap low anterior resection, the device could not be fired at the 1st firing. The device was used for the rectum. The same event occurred though another cartridge was loaded into the same device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: incomplete_interrupted cycle the analysis results showed that the device was received in good visual conditions and with two reloads present. The reloads were received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding in both cartridges; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.